Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"During a procedure the doctor handed the nurse the laser fiber and it broke while the nurse was holding the laser fiber."

Manufacturer narrative:
Updated due to the arrival of the device: analysis of both fibers revealed each fiber was broken in two pieces, one larger piece with the connector and one small piece of fiber with the distal tip. These break points on both fibers were jagged and uneven likely due to a compression break. The complaint stated that the fibers broke while the nurse was holding the fiber. It can be hypothesized that when the fibers were being held by the nurse, they were not coiled or handled properly. Furthermore, both fibers could have gotten tangled with nearby equipment or accessories which could have caused the fibers to be bent beyond the stated minimum bend radius of 7mm causing the compression breaks. Both fiber a (760 joules) and fiber b (5340 joules) showed energy usage which indicates that the fibers were functional and used before the breaks occurred. In addition, the fibers did not break when tested on the bend radius test fixture, and when re-stripped and cleaved both fibers transmitted laser energy within dmta specification. The successful transmission of laser energy indicates that if not broken, both fibers would have operated according to specification. Dornier fibers are fragile and must be handled with utmost care by the user. Fibers were likely inadvertently broken due to mishandling.

Event description:
"During a procedure the doctor handed the nurse the laser fiber and it broke while the nurse was holding the laser fiber."